Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self test and inappropriately displayed a "short detected" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation following reports of failed self test and defib short message. Review of device logs found no failing power-on self tests or 30j self-tests. The defib short message was consistent with expected behavior during 30j testing or lead cycling. Comprehensive device evaluation identified no faults and no evidence of device malfunction. The device met specifications and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.